Manufacturer narrative:
Mentor became aware of an event detail that was mistakenly submitted in the initial report. Correction: section d6 original implantation date is being updated (B)(6) 2007--not (B)(6) 2017, which is the re-use/re-implantation date, as originally reported. A specific date of implant was not provided, only that the original implantation occurred in 2007. The (B)(6) 2007 date is estimated based on the manufacturing date of the device. This supplemental report has been updated accordingly. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: 600cc mentor memorygel breast implant (catalog number 3506004bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 600cc mentor memorygel breast implant and experienced postoperative left-sided capsular contracture (baker grade unknown). As a result, the patient underwent a revision procedure on (B)(6) 2017 in which their implant was removed and then re-implanted. Per mentor IFU, these devices are for single use only and should not be reimplanted. Therefore, the device was used off label.